Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 41-400 mg/dl. Reportedly, the pump was not functioning as intended. Customer administered glucagon to address low bg level. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy.